Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high capture threshold resulting in failure to capture. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.